Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient presented for a left knee evaluation to determine progress of healing of tibial bone stress fracture. During the evaluation, the physician noted the knee only showed trace effusion. X-ray images revealed a migrating and mispositioned tibial tray. There was also noted to be a subchondral cyst in the medial tibial plateau where the tibial stress fracture was located. The revision operative notes were not available at the time of review.